Manufacturer narrative:
One medfusion 4000 wireless syringe infusion pump was returned for analysis. Upon visual inspection cracks were observed to the right plunger case. The device history log was reviewed noting that a check clutch, plunger lever error had occurred. The reported fault was attempted to be duplicated; no discrepancies found. Based on the evidence, the complaint was not confirmed. The root cause could not be determined.

Event description:
Information was received indicating that a check plunger lever error occurred to a smiths medical medfusion 4000 wireless syringe infusion pump. It was reported that during preventative maintenance the check plunger and travel coarse errors both occurred. There were no reported adverse effects or patient involvement.